Event description:
The customer reported the that during a therapeutic sympathectomy procedure the high flow insufflation unit gas was not being supplied correctly. The procedure was prolonged greater than or equal to 30 minutes. The procedure was completed after a change in the procedure/surgical technique. There was no patient injury or medical intervention associated with this event. It was noted the device tested positive for culture test, however, there was no customer provided information to support this. Additional information will be provided upon follow up with the customer.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.